Manufacturer narrative:
The reported event of a false pause episode was confirmed. Based on the review of the session records available in merlin.net the false pause episodes were seen 2-3 days after implant while the pocket was still healing. All episodes reviewed have behavior consistent with being false detections. The device was performing per design.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the insertable cardiac monitor (icm) falsely detected pause events. No intervention was performed; the device will continue to be monitored. The patient was in stable condition.